Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition was reported to be unknown. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a tenodesis surgery while screwing in the screw, the screwdriver tip has broken off in the last two turns. The "pin" of the screwdriver is stuck into the screw. The surgeon was able to screw in the remaining threads using a pliers. Both screws were already open on the table, and therefore it was not possible to find out which of the two lot numbers were affected. Used lot number 10068809 & 10079654.